Event description:
It was reported during the procedure there was resistance when advancing the subject stent into the catheter. During adjustments, the stent deployed in the hub. When the physician withdrew the stent delivery wire, it broke off from the stent. The subject stent was replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned deployed, protruding from the introducer sheath, and noted to be deformed. The distal part of sdw (stent delivery wire) was noted to be fractured at the proximal bumper ( the sdw tip was damaged during analyses). The stent introducer sheath distal tip was found to be damaged. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of the stent deployed prematurely during transfer and sdw broken/fractured during use were both confirmed during device analysis. The reported event of the stent difficult/unable to transfer could not be replicated as the stent was returned already partially deployed from the distal tip of the introducer sheath. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'when delivering the stent through the sl-10 microcatheter, significant resistance was encountered. During repeated adjustments, the stent was prematurely deployed at the hub. The physician then withdrew the stent delivery wire, during which the rear end of the delivery wire broke off from the front end outside the body (the rear end of the wire would not retract). In the follow-up requested information, the response it was clarified that the resistance was noted between the stent and the hub of the microcatheter (mc) during stent transfer. The sdw was inside the mc lumen when it broke, and the broken section was removed from the mc before the same mc was reused for a new stent. The stent was returned for analysis almost fully deployed through the distal end of the introducer sheath. Once fully deployed, the stent was noted to be significantly deformed, especially towards the proximal (closed cell) end of the device. The distal end of the introducer sheath was damaged and appeared to be crushed. This type of damage is typically associated with a sheath that has been advanced too far inside the mc hub. The sdw was also returned for analysis and was significantly deformed. In addition, the distal portion of the sdw was broken/fractured from the distal end of the distal bumper. This part of the sdw was not returned for analysis. The follow-up responses state that the introducer sheath was correctly positioned and all other preparation steps were correctly undertaken. The event description and follow-up responses note that resistance was felt at the proximal end of the mc and the condition of the returned introducer sheath distal tip points to the likelihood that the sheath was initially set up correctly but subsequently moved distally prior to stent advancement out of the sheath. This type of movement will occur if the rhv vent cap is not sufficiently tightened prior to stent transfer. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would experience friction when it is passing through the sheath distal tip opening, resulting in damage to the stent. The user will then experience increased resistance while attempting to advance the stent into the microcatheter. When this resistance is felt the user then typically attempts to retract the stent and it is likely that the stent was significantly stuck in the mc lumen and enough force was applied to the sdw leading to it fracturing. This is one possible explanation to explain the analysis findings.an assignable cause of procedural factors has been assigned to the reported event of the stent difficult/unable to transfer, stent deployed prematurely during transfer and sdw broken/fractured during use and to the analyzed damage of stent deployed prematurely during transfer, stent deformed, stent introducer sheath distal tip damaged, and sdw broken/fractured during use as this complaint appears to be associated with a product that met the manufacturers¿ design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during set-up/transfer.

Event description:
It was reported during the procedure there was resistance when advancing the subject stent into the catheter. During adjustments, the stent deployed in the hub. When the physician withdrew the stent delivery wire, it broke off from the stent. The subject stent was replaced. The procedure was completed successfully with no clinical consequences to the patient.